Manufacturer narrative:
Information contained in this report was previously submitted through psr on 29/jan/2014. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side "rupture" of a saline device. Device remains implanted.